Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
Litigation alleges corrosion and friction wear caused toxic cobalt- chromium metal debris to be released into patient's blood, tissue, and bone surrounding the implant. After the surgery, patient experienced severe pain,inflammation, and around the patient's implant.

Event description:
Updated dor and associated contact.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no devices or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.